Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) excessive force. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that during the procedure in the heavily tortuous and calcified right coronary artery (rca), pre-dilatation was performed. A xience v stent was successfully deployed in the mid rca. A 3.5x28 xience v stent was deployed in the proximal rca. After successful stent deployment, the balloon was deflated, but could not be removed from inside the stent. Negative was pulled; however, the balloon could not be removed. The physician pulled hard on the stent system and the shaft separated at the rapid exchange. The balloon attached to the stent system, was successfully snared from the anatomy. The stent system was removed from the anatomy and it was noted that at the transition point where the shaft had separated, it was "tied in a knot". There was no adverse patient sequela. The inability to remove the balloon from the stent and the separation of the shaft caused a significant delay in the procedure. Reportedly, the balloon may not have totally deflated after stent deployment. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Factors which can contribute to deflation issues include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub), patient anatomical morphology, pre-dilatation strategy, inadequate connection to inflation device, shaft leak, contamination in the inflation lumen and/or improper contrast dilution. To help ensure that this is not a manufacturing deficiency, all stent delivery systems (sds) are visually inspected for damage and a sampling of units are destructively tested to verify deflation times from rated burst pressure. The indeflator and the sds used in the procedure were not returned and may have assisted in the investigation. In this case, it was reported that the balloon was deflated but the sds could not be removed suggesting the balloon was fully deflated. After a second attempt to pull negative pressure on the balloon, the sds was still not able to be removed. The anatomical conditions reported were heavy tortuosity and heavy calcification, which could have contributed to the reported event of difficult to remove the sds post deployment. It is possible that the balloon may have deflated flat and may have interacted with the stent; however, without the return of the device this cannot be confirmed. The physician commented that he pulled hard on the sds and the shaft had separated in the rapid exchange which suggests the separation located at the guide wire exit notch. It should be noted that the instructions for use (IFU) states: should any resistance be felt at any time during coronary stent system withdrawal, the stent delivery system and guiding catheter should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It appears that the excessive force applied during the attempt to remove the sds contributed to the shaft separation, which was subsequently successfully snared from the anatomy. This reportedly resulted in a significant delay in the procedure. It was also reported that the transition point where the shaft separated was tied in a knot. Without the return of the device this could not be confirmed; however, it is possible that the separation was located at the guide wire exit notch transition and the physical characteristics of the shaft separation may have made it appear as if it was tied in a knot (material twisted). In this case, without the return of the device a conclusive cause for the deflation issue, difficulty with removal post deployment and material twisted (tied in a knot) cannot be determined. The shaft separation and delay in procedure appears to be related to the circumstance of the procedure and there are no indications of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.